Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.558" x 0.193" was found to be broken off. The broken piece was not returned. The complaint regarding half of the distal tip breaking off was confirmed by failure analysis.

Event description:
It was reported that during central processing, the distal tip broke off of the fenestrated bipolar forceps instrument. There was no report of patient involvement and no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotics coordinator informed the broken tip was identified after the instrument was removed from the patient and the procedure was completed. The surgeon did an x-ray in the room and no piece of fragment was found in the patient. The team believed the piece was rolled up with the trash as the x-ray came back negative of any piece being in the patient. There was no harm to the patient and the patient have not come back to the hospital. The nurse could not provide patient information.